Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up from medical surveillance (ms). The patient reported that on (B)(6) 2014, at 03:00am, he obtained results of ¿221, 238 and 318mg/dl¿ on the subject meter. The patient detailed that he manages his diabetes using an insulin pump and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that ¿right away¿ after the alleged inaccuracy, he developed symptoms of ¿feeling hungry and shaking hands¿, however denied receiving any treatment. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired and were in good condition. Replacement products were sent to the patient. This complaint is being reported because, the patient claimed that he suffered symptoms of a serious blood glucose excursion after the alleged inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.